Event description:
An article titled - double culprit lesions in a patient with st-segment elevation myocardial infarction - was submitted for review. This is a case report of simultaneous acute thrombotic occlusions in two major coronary arteries in a young patient admitted for extensive myocardial infarction. The aim of the article was to highlight the importance of intravascular imaging to determine the underlying putative mechanism and to optimize treatment decisions. Patient was admitted to hospital for for an extensive st-segment elevation myocardial infarction (stemi) three hours after having acute chest pain at rest. Emergent coronary angiogram with a left transradial approach revealed a large thrombus in the proximal left anterior descending artery (lad) with distal emboli in the distal lad and the first diagonal branch. Another large thrombus was present in the mid right coronary artery (rca) with distal emboli in a posterolateral branch. Except for embolic occlusion of the distal branches, timi flow grade was normal in both lad and rca arteries. The angiogram revealed coronary arteries free of atheromatous lesions. It was decided to use an intensive anti-thrombotic regimen with a combination of dual-antiplatelet therapy, low¿molecular weight heparins, and glycoprotein iib/iiia receptor inhibitors. Aspiration thrombectomy using a 7f export ap aspiration catheter in lad failed, and no thrombus was retrieved. It was stated the the thrombus aspiration failure was due to lesion morphology. The thrombus was adherent to the ruptured plaque and timi flow was 3. The thrombus wasn't occluding the whole artery. Balloon angioplasty of the distal lad using a 2.5x12 mm non-medtronic compliant balloon did not restore distal flow. The patient remained stable during the procedure. Due to similar culprit lesion characteristics and failed percutaneous coronary intervention on the lad, it was decided to treat the rca conservatively. Chest pain progressively resolved in a few hours but electrocardiogram remained unchanged. After 48 hours of glycoprotein iib/iiia receptor inhibitors and 4 days of low¿molecular weight heparin, a new coronary angiogram was performed with optical coherence tomography (oct). The two initial large thrombi were not visualized anymore. There was no evidence of distal emboli in the two involved coronary arteries. Oct performed in both proximal lad and mid rca identified plaques erosions with residual non-occlusive thrombi adhered to a thickened intima. There was no evidence of dissection or hematoma. A medically based strategy consisting of a dual-antiplatelet therapy, beta-blockers, angiotensin-converting enzyme inhibitors, proton pump inhibitors, high-intensity statin therapy, and nicotine replacement therapy was adopted. The patient was discharged at day 5, with decreasing troponin, normal kidney function, and no hemorrhagic complications. At 3 months follow-up, the patient was in a healthy condition without any ischemic recurrence.

Manufacturer narrative:
Journal article: double culprit lesions in a patient with st-segment elevation myocardial infarction - should I stent or should I go? Authors: georges hage, iphigénie reibel, jean claude dib, fabrice beverelli, philippe allouch, serge makowski, julien rosencher journal: jacc: case reports year: 2021 reference: doi: 10.1016/j.jaccas.2021.07.028. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.